Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement associated with the clip opening while locked (cowl) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was reviewed by a clinical r&d engineer, and the reviewer stated ¿three (3) fluoroscopic videos were provided. All three videos were taken post deployment of the reported clip. One video shows the delivery catheter being actively being retracted against the steerable sleeve. In the other two videos only the deployed clip and sgc can be seen, indicating the videos were taken post removal of the cds. The clip arm angle in all three videos appears to be consistent with an angle of ~20°. The clip appears to be stable, with no further clip arm opening evident in the videos. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made based cine. There are no additional observations based on the videos provided.

Event description:
N/a.

Event description:
This is filed to report clip opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3-4. A mitraclip xtw was implanted centrally. Following deployment, and after detachment from the clip delivery system (cds), the clip was noticed to have opened at about 20 degrees. The clip remained stable on both leaflets and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.